Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the maximum size of the aneurysm measures 13cm in diameter. It was reported that on a routine follow up scan, a proximal type I endoleak was present. The physician decided to intervene, and implanted an endurant cuff just below the lowest renal artery. The final intra-operative angiogram revealed no evidence of the a proximal type I endoleak. The physician believes the cause of the event was due to the patient¿s anatomy being unsuitable for endografting based off of the diameter of the aorta trans-renal (24mm) vs the diameter of the aorta 5mm below the renals (32mm). No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).